Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown as information was asked but not provided. Date of event: unknown as information was not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. Device evaluated by MFR: the device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's operative eye and the trailing haptic came off. The iol was removed and replaced with another lens with the same model and diopter size. No further information was provided.